Event description:
Report received of a pump purging without being programmed to do so. The pump was programmed to deliver morphine 1 mg/ml in the pca only mode, 1 mg pca dose with a 6-minute patient lockout and no 4-hour limit. The nurse was in the process of changing the medication syringe. The old syringe was removed and a new syringe placed. An unspecified loading dose was programmed, but the nurse reported that the pump gave the message "purging system" and the loading dose was not given. The pump then gave another message that the customer thought was "check flow." The nurse stated that she heard the pump start, it gave a noise and then stopped. The nurse repeated the process and reported that the same scenario of events had occurred. The customer reported that the patient never received any medication. The pump was discontinued and removed from clinical use. The medication infusion was resumed with a replacement pump. There was no reported adverse effect to the patient. Though requested, there is no further information available.